Event description:
Exploration right tc3 revision tkr for pain. Patient underwent revision to tc3 tkr on (B)(6)2011. Presented back to surgeon complaining of pain. Surgeon unsure of cause of pain, scan had shown a 'hotspot' around the patella. Procedure today was revision of patella component and poly exchange right tc3 revision total knee replacement. Surgeon stated he thought the patella component 'may have been loose'. Poly was upsized from 20mm to 22.5mm.-- revision of patella component and poly exchange right tc3 tkr, doi: (B)(6), 2011. Dor: (B)(6), 2022. Side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.